Event description:
The patient contacted animas on (B)(6) 2012, and reported the keypad buttons were not working properly. The patient allegedly would press the buttons hard and get no response, and when tapped lightly the buttons would hyper-scroll. The patient stated the up arrow was unresponsive. The patient denied damage to the keypad and reportedly wore the pump attached to a belt. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage noted to the keypad. The ok button was found to be unresponsive and the up arrow button was found to be intermittently responding. The keypad was removed and contamination was found under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.